Event description:
The pt had a revision of an unspecified knee implant due to alleged "pain and difficulties."

Manufacturer narrative:
Info provided and examination results are insufficient to determine cause of this event.